Event description:
Affiliate reported that the after the patient was transported for a CT scan the device displayed negative icp. As a result the device was removed. It is not clear if monitoring was continued using a new device or if it was discontinued.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing / inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor. Cloth tape on the connector. Suture and black markings on catheter body. Slight bends and kinks along the catheter body. The sensor passed electronic, noise, linearity / hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.